Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome preloaded sphincterotome. The physician was using the breakthrough channel of the sphincterotome to perform an accessory exchange. While pulling the catheter back through the wire locking device, the catheter began to shred rather than splitting smoothly. The catheter also had a crocodile appearance (i.e. Bumpy edge to the breakthrough channel). This cause misplacement of the wire guide twice during this procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described due to the condition of the returned device. The breakthrough channel has been utilized fully, therefore, preventing a functional test to be conducted. During the visual examination it was noted that the outer edges of the catheter channel are extensively rippled and small catheter shreds were noted for approximately 40cm of the length of the catheter. The ripples were noted to start at approximately 90cm from the proximal end of the purple shrink tube. In the same area of the catheter tubing several kinks was noted. Since the breakthrough channel has been fully utilized, functional testing of the zip exchange channel was unable to be performed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. During our laboratory analysis of four (4) unused devices included in the return, the sphincterotome was prepped and was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). No resistance was encountered during the zip exchange. During the zip exchange wire guide access was not compromised. Once the zip exchange was complete the devices were visually inspected. Three (3) of the devices showed signs of slight rippling of the catheter zip channel approximately 20cm from the proximal end, and one (1) device the catheter zip channel was smooth in appearance. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance in wire guide and wire guide lumen separation can occur if the catheter of the sphincterotome becomes damages (i.e. Kink or bend). A kink in the sphincterotome can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome and lead to wire guide and wire guide lumen separation difficulty. Instructions for use states for best results wire guide should be kept wet. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.